Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device was in good condition. Functional testing was performed, and the reported issue was not duplicated. Review of event history log was able to confirm the customer¿s reported issue. The cause of the reported issue was unknown. As a result, the main board was preplaced as preventive. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump powered off during priming. There was no patient involvement.